Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4) case subject: npi 8110 unit needs services repair account name: (B)(6) account #: (B)(4) asset name: 8015ls pcu dom v9.19.1.2 a/b/g asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: tech called in for help on 8110 unit serial # (B)(4) failure device type: alaris system instrument failure problem type: 8110 failure mode: troubleshooting/ error codes case resolution: tech. Called in after he had replace the force sensor on unit once replace he calibrate the unit it pass but unit keeps looping saying calibrate after was done and it did pass the calibration. Tech will send unit in for services repair confirm price quote for level one repair.